Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump motor stopped. The customer was able to clear the alarm, but was unable to complete the pump rewind. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.